Event description:
I was told a remote loop recorder would be implanted to diagnose heart problems. Remote was never hooked, increased 2 hand held devices never worked. The 3rd one is still in (B)(6) box all in 1st year. Dr. (B)(6) said it was showing heart slowing. It was implanted but never hooked up to be remote. Went to hospital administration, patient advocate, they made arrangements for me to walk in when I needed it download - office staff refused - 16 months I fought this, finally got a supervisor at st. Jude that explained the device 'is remote'. I went into dr.'s office after 16 months of being tormented to be asked if I wanted to have it hooked up. Are you kidding me. Torment a cardiac patient. Ceo (B)(4) stated "you can't unring a bell, or put toothpaste back in the tube." I wouldn't trust any of them." Was deathly sick for 3 weeks. My heart condition was waking me up, never did before.